Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the event occurred in february 2023. The cause of the pump issue was not determined. It was noted the patient had a normal catheter dye study (cds) on (B)(6) 2023 except for catheter migration from c1 to c4 (flowonix catheter). The pump was turned to minimum rate on (B)(6) 2023 and saline placed in the pump on (B)(6) 2023. The patient reported no symptom change so opted for removal. The pump was explanted on (B)(6) 2024. It was noted no infusion system related device issue was identified and the pump was explanted per the patient¿s request. Regarding actions/interventions taken it was noted dose management/changes and symptom management. It was noted it was unknown if the event resolved. The patient had not been seen since her post-operative visit on (B)(6) 2024. The patient¿s weight was provided.

Manufacturer narrative:
Concomitant medical product: product ID 8578 lot# hg30m7t08, implanted:(B)(6) 2019 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: hg30m7t08, ubd: 2020-12-06, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: hg30m7t08); product type: 0184-catheter; implant date (B)(6) 2019; explant date .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated last year, they were extremely sick. It started and they thought it was withdrawals from the pump. They wanted to get the pump checked, but they did not know if nura ever sent it or if medtronic sent it. The patient was in the hospital from february to the end of august, close to 12 times, and every time they showed up the same symptoms, like withdrawal symptoms, diarrhea, vomiting, could not walk, and could not talk, like a stroke victim coming through the door. But everything cleared out and everything/everyone kept going back to 'something wrong with your pump'. ¿I would go back to nura and they said, oh, no, there's the battery, everything's good.¿ ' when patient stated, 'I asked my office if I could take the pump to you guys, and she said all I can do is call medtronic about it. ' the patient stated they had the pump and catheter, 'everything,' explanted on (B)(6) 2024. They were functioning good since the pump been removed. The patient stated they have never been that sick and that many times in the hospital. The patient mentioned 'they could not figure out what went wrong, but now they are doing better. They haven not had any other issues going on. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. They were redirected to a healthcare provider (hcp).